Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5,b6,d6b,d9,h3,h6. Device evaluation: analysis of the returned device identified: weight to the spec, crease fold, wear abrasion and opening on posterior. A visual and microscopic analysis was performed which identified: crease sharp opening on posterior and stress marks. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.